Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses and pump error 23 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked retainer and cracked select button keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of (B)(6) 2021 found one pump error 23 at 19:04:04. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucoses. Device over delivery not confirmed noted. The force sensor is within specification and the motor functioning properly. Customer complaint not confirmed for pump error 23 alarm. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by alfred santos on (B)(6) 2022 s/w 4.11e retainer ring = clear on (B)(6) 2021, the customer alleged was hospitalized for diabetes ketoacidosis, high blood glucose, pump error 23 alarm and bolus delivery did not work. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked retainer and cracked select button keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of (B)(6) 2021, found one pump error 23 at 19:04:04. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Insulin pump programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for diabetes ketoacidosis and high blood glucose. The force sensor is within specification and the motor functioning properly. Customer complaint not confirmed for pump error 23 alarm and bolus delivery did not work. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and led to hospitalization. Blood glucose level at the time of the hospitalization was more than 500 mg/dl and experienced confusion which was treated with intravenous insulin drip. The customer was hospitalized on (B)(6) 2021. The customer was using insulin pump system within 48 hours of the high blood glucose levels. The customer was on auto mode feature at the time of incident. During troubleshoot for high blood glucose, a pump error and bolus not delivered alarms were found. The customer was able to clear the pump error alarm and rewind the pump. The customer stated that they tried to bolus more, but it didn't work. The insulin pump passed displacement test and self-test. The customer's last blood glucose reading was 159 mg/dl. The insulin pump will not be returned for analysis.